Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during change out for normal battery depletion, the electrode was unable to be removed from the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). Subsequently the physician removed the s-ICD and partially removed the electrode. A new s-ICD system was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The set screw moved freely in both directions and held an electrode firmly in place. No noise was observed on the electrocardiogram and the r wave was normal in appearance during testing. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Adverse event and product problem field (b1) along with outcomes attributed to adverse event (b2) were also corrected.

Event description:
This report is being filed to submit the analysis results.